Manufacturer narrative:
(B)(4). Reference (B)(4) for other reported product documented in the report.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: sulus were loaded onto idrive and were cycled properly. Once the fire button was pushed, the sulus would not deploy. Also, the idrive began articulating inside the patient and rotating outside the patient without the surgeon touching any buttons. After the case, one of the sulus was loaded onto a egiaustnd and fired on media with no problem. Current patient status: good was there patient injury/hazard: no what was done to correct condition? Because the idrive adaptor hubbed out (meaning it was too short to finish the transection as it was too short to reach the tissue intended for resection), a egiauxl was used to finish the case. There was no tissue damage. There was no unanticipated tissue loss. There was no blood loss of 500cc or more. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).